Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during generator upgrade procedure the right atrial (ra) lead was dislodged. The physician elected to implant a new ra lead. The patient condition was stable.